Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the affiliate that the tlc75 instrument jammed when fired. The details are limited, as the event happened a few weeks ago and the info is limited. There was no consequence to the pt.